Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the start of a robotic laparoscopic prostatectomy procedure, while connecting the secure cadiere forceps instrument to the arm, the system did not recognize the instrument and the sterile interface module (sim). The instrument was replaced with another secure cadiere forceps to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported sterile interface module. The sterile interface module sample was not made available for this incident. Evaluation of the logs showed that a secure cadiere forceps was connected to the sterile interface module (sim). There were instances of manual insertion attempts without an instrument connected. This can indicate connectivity issues. The secure cadiere forceps was replaced to resolve the issue. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues with the sim. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the start of a robotic laparoscopic prostatectomy procedure, while connecting the secure cadiere forceps ins trument to the arm, the system did not recognize the instrument and the sterile interface module (sim). The instrument was replaced with another secure cadiere forceps to resolve the issue. There was no patient injury.